Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell down the stairs on the implantable neurostimulator (ins) on (B)(6) 2017. Suddenly the patient was not feeling stimulation on the left side with the left lead. The patient was not getting the same coverage as before. Impedance testing was performed on lead0-7 and showed >40,000 ohms. Impedances were run at 0.7, 1.5, and 3.0v. An x-ray was going to be performed in the future and the health care provider (hcp) would discuss steps to take. A power on reset (por) was seen on the clinician programmer on the day of the report. The manufacturer representative thought that the associated error was ¿something like 048¿ but the specific code could not be obtained. The patient programmer did not show the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-07. The rep believed that the explanted lead would be returned for analysis but a different rep covered the case so follow up should be conducted with them. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the physician took x-rays, which determined that the patient¿s lead had migrated. It was noted that the patient was scheduled for a revision surgery on 2018 (B)(6). The patient¿s weight at the time of the event was unknown. Additional information received on 2018 (B)(6) indicated that the lead and ins were replaced. The rep mentioned that nothing was wrong with the ins, but the patient wanted the new intellis device. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) determined that functionality was okay, and that there were insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. Analysis of the lead (B)(4) determined that the lead body had broken conductors 21.4 cm from the distal end. Fdc (B)(4), fdr (B)(4), fdr (B)(4) apply to the ins. Fdc (B)(4), fdr (B)(4), fdr (B)(4) apply to the lead. Report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the device contents were mailed back for analysis. No further complications were reported or anticipated.